Event description:
Removal of two endosseous dental implants. Implants were placed on 4-7-97 in sites #2 & #14 (class IV bone) during a complex procedure in which a sinus lift graft was done simultaneously to implant placement. Bone augmentation was performed using autogenous bone. The clinician reports that the reason for implant failure may be due to not enough host bone-quality and quantity for stabilization. The implant was removed on 5-14-97. The other implant is covered under MFR. 1222315-1997-00347.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. Manufactuer's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.